Manufacturer narrative:
(B)(6). Manufacturing date -- august 24, 2016 ¿ august 26, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was underinfusing. Medication remained in the device when therapy as over. There was no patient injury or medical intervention associated with this event. No additional information is available.